Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter (B)(4). The result was 2.5 inr and then was 5.0 inr. The customer was then tested on unknown professional meter at the doctor¿s office and the result was 2.4 inr. The customer was not adversely affected. The customer had no anemia, polycythemia, heparin, antiphospholipid antibodies, direct thrombin inhibitors, and had no changes in medication. The therapeutic range was 2.0-3.0 inr. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.4 inr and 2.8 inr, donor hct: 38% and 44%. Donor 1: master lot and retention meter / customer strip and meter 2.5 inr/ 2.5 inr. Donor 2: master lot and retention meter / customer strip and meter 2.8 inr/ 2.8 inr. All values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. None of the given treatments/medications are known to interfere with the accuracy of the test results. Review of the meter memory could not confirm the reported result of 5.0 inr. An "error 5" was present in the meter log on the date of the event. This error can be caused by not applying enough blood to the test strip. Relevant retention test strips (lot 186865) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable.